Event description:
It has been reported to the co that the hypotube of the occlusion device broke while removing the device from the patient. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician placed a stent into the first lesion site using an over the wire (otw) stent delivery system with a rapid exchange (rx) 200cm occlusion device. During an attempt to place a second otw stent in a second lesion the guide catheter backed out of the ostium of the vessel and kinked the occlusion balloon wire. The physician tried to deliver the second stent again, but it would not pass over the kink in the wire. The physician tried to deliver the aspiration catheter, but it would not pass over the kink in the wire. The physician inserted a second occlusion balloon wire, and attempted to remove the first occlusion balloon wire and the first wire fractured. The wire was able to be removed successfully and the patient is reported to be fine.